Event description:
A pt service rep (psr) called into zoll customer support while with a (B)(4) old male pt to report that the pt's monitor stopped working during the initial training session. Support issued the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt, the monitor was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.